Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received on (B)(6) 2017 from the consumer reporting that the body was rejecting the device. It was hurting more than helping. The patient had it removed but could not remember the date it was taken out. It was stated to have been ¿almost right away¿ several months ago. It was reported that their managing health care professional (hcp) put it in but another hcp took it out.